Event description:
Screw was reported to have broken when placing on screw driver.

Manufacturer narrative:
Suspected root causes: on analysis, there was a good fit on the driver; failure occurred during insertion. Failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel not appropriately sized.